Event description:
It was reported by the biomedical engineer that during routine testing of the external pulse generator (epg), the epg would remain powered on for a few seconds (less than fifteen seconds) before shutting off when the battery was removed. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the biomedical engineer that during routine testing of the external pulse generator (epg), the epg would remain powered on for a few seconds (less than fifteen seconds) before shutting off when the battery was removed. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the upper case was broken, the lower case and battery release were contaminated, one side bail cover was broken and one side bail cover was missing, the ring cover was missing, the lead flex cover was corroded, the battery contacts were discolored, one side bail and ring bail were missing, and the keyboard was scratched. Further analysis was performed on the pcb assembly. This analysis found that a capacitor component on the pcb was out of specification, which caused the pcb to fail battery removal product requirements. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.